Event description:
The patient's spouse reported that the patient ended up in the hospital because, the lead was not in sync with the implanted device. Follow up with the patient¿s clinic was unsuccessful. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 419488 lead implanted: 2006 (B)(6); product ID 694765 lead implanted: 2006 (B)(6). (B)(4).